Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc was not run after the event. A field service engineer (fse) bleached and cleaned the flow cell. The fse replaced the carbon bridge and verified the instrument's performance. A clear root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems for two patient samples. The results were not reported out of the lab. When the results failed delta check, the samples were repeated and those results were reported out of the lab. Patient treatment was not affected in connection with this event.